Manufacturer narrative:
(B)(6) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "following surgical intervention with terminal ileostomy, upon awakening the patient was in hemorrhagic shock with acute anemia. We proceed with the emergency relaparotomy finding active arterial bleeding of the ileocolic peduncle at the level of the well positioned and well closed hem-o-lock clips. We proceed with suturing with a transfixed stitch of "prolene" suture, without remove the hem-o-lock, achieving complete haemostasis. A report is sent for a suspected defect or malfunction of the medical device". The patient's current condition is reported as "fine".